Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 16795969, model/catalog description: artisan lead 70 cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and headaches. It was also reported that the lead had migrated and was confirmed through x-ray. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR.

Event description:
A report was received that the patient was experiencing inadequate stimulation and headaches. It was also reported that the lead had migrated and was confirmed through x-ray. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.